Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and observed that stage 2 and 3 of the k6a, k6, k7 and k8 leak tests were not being passed. The fse troubleshooted to leak from tubing to k6a and tubing to fill port on crm. He then cut back tubing and again checked the k6a, k6, k7, k8 leak tests and the iabp passed to specifications. The fse also observed shuttle (-28) and drive (-17) offsets out of calibration, and calibrated the front end board as per the service manual and corrected the front end board calibrations failure. Unrelated to this complaint event, the fse replaced the safety disk, label, screw concealment and cable clamp. The iabp passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use.

Event description:
It was reported that the customer biomed observed the cs300 intra-aortic balloon pump (iabp) failing k6a, k6, k7 and the k8 leak tests. Also, the front end board could not be calibrated. It is unknown under which circumstances this event occurred; however, no death or injury was reported.